Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155441.

Event description:
Voluntary medwatch received states that patient's atrial lead was dislodged. Programming changes were made. The patient status was unknown.